Event description:
Customer reported the zipper teeth will not align when an attempt is made to zip the side panel. Customer unsure of which side panel, since it was already packed for shipping. Also the zipper is missing from the foot end of the canopy. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4): results - inspection of the returned product shows the patient access panel side a window zipper slider body is open; two pull tabs are broken. Panel side c leg zipper is cut. Panel side d leg elastic is broken. Window side b has 1/2 inch broken stitches. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Additional warning indicates: never use the bed if the zipper pull-tab is missing or broken. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. (B)(4)